Manufacturer narrative:
The following sections were updated in follow-up #1. A review of device history record (DHR) was conducted and there were no manufacturing rejects or anomalies recorded in the DHR affecting released product. The released device passed all in-process and qa final inspection steps before shipping to the customer. A complaint review of the reported lot found just one additional report involving this lot number. Per the adelante s introducer sheath in process and final inspection qa procedure, it states the following regarding break and peel test: using samples from fit check as previously described, manually break the sheath and hub and verify that the seal splits easily without extreme elongation. Also verify that the split cap and seal remain secure and do not break free or loosen from the sheath hub. Manually peel the sheath and verify the sheath peels easily along the sheath body and tip. It is indicated in the instructions for use (IFU): sharply snap the tabs of valve housing in a plane perpendicular to the long axis of the sheath to split the valve and peel sheath apart while withdrawing from the vessel. One 6f adelante peel away introducer sheath from the reported lot was returned from the customer without the dilator. There were no other accessories. Blood was found on the sheath. The sheath was returned in two pieces. Upon evaluation of the returned device, it was found that the sheath failed to peel properly along the scoreline. The peel termination of the non-sideport portion of the sheath stopped at approximately 3cm. The sideport portion of the sheath tube looks like it was cut down the rest of the length of the tube. Returned device analysis reveals the 6f adelante peel away introducer sheath did not peel in half properly. Based on the investigation, it was determined that a CAPA was not required as findings did not identify a design, labeling or manufacturing non-conformity. A change request was initiated to implement actions to prevent recurrence of this event. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk.

Manufacturer narrative:
Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The following lot number was corrected: see MDR # 1035166-2017-00072 for lot number dp06038. The following lot number is associated with this event: see MDR # 1035166-2018-00074 for lot number dp05457.

Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Item number and lot# ss6 lot# dp05539 and ss9 lot number dp05457. Was there any patient injury? No was able to retrieve portion of sheath that broke off in patient. Do you have a sample of the defective product to send back? Yes I pulled 28 6fr sheaths and 3 9fr sheaths off the shelf with the same lot number as those that were defective. Event date (B)(6) 2017. Hospital/facility name and address. (B)(6). Event description -call to discuss if you need clarification. Performing md describes event as if the sheath is scored where it is supposed to split and it is incomplete resulting in the sheath breaking. It is snapped, pulled apart and breaks-then stretches and pulls apart some more and breaks resulting in several pulls to remove what should be one smooth pull and process. This has happened multiple times and we will save packaging in the future. This was the first time that a piece broke off in the patient that required retrieval. See MDR # 1035166-2017-00072 for lot number dp05457. Additional information 7/24/2017: it was only the 9fr that required retrieval. It was the sheath shaft that was "ragged" and not peeling properly. The sheath shaft was manually cut and removed using instruments from the device tray used for insertion. Please let me know if you need anything else.